Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the dissection tip's proximal end broke off in the pt's leg. Staff opened an accessory kit and screwed the dissection tip on to the scope in order to find the first piece and complete the procedure but, that conical tip broke off in the pt's leg, as well. The harvester opened the incision by approx 2 inches and used his finger to retrieve both pieces which had a clean break and looked like a horseshoe shape. Another accessory kit was used to complete the procedure. The hospital did not report any pt complications as a result. The harvester mentioned to the maquet territory manager that he has recently noticed the dissection tips appear to have stress fractures in them, but he did not have any further details except that they use the dissection tips anyway. This report is for the second dissection tip.

Manufacturer narrative:
Investigation results: the device was received with the conical tip securely attached to the juicer body and formed a complete assembly. A piece of the body had broken off and was missing. The reported failure was confirmed. A lot history record review was completed for the product. There was no non-conformance which could have attributed to this failure mode.

Manufacturer narrative:
Investigation results: the device was received with the conical tip securely attached to the juicer body and formed a complete assembly. A piece of the body had broken off and was missing. The reported failure was confirmed. A lot history record review was completed for the product. There was no non-conformance which could have attributed to this failure mode.